Event description:
The event is reported as: the customer alleges that the endotracheal tube ahs a visible indention at the very tip of the tube.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01f1300401 was manufactured on 07/04/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and changes were required.